Manufacturer narrative:
No code available - vessel spasm. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm occurred. The target lesion was located in the proximal right coronary artery (rca). Following insertion of the viperwire guide wire, the distal vessel was noted to have a spasm. The spasm was resolved with stent placement and administration of vasodilators. The lesion was then treated with the oad using four passes on low speed and three passes on high speed. The patient was in stable condition following the procedure.